Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
During reverse shoulder procedure, the pilot wire jammed in the guide and would not go through.

Manufacturer narrative:
An event regarding seizing involving a baseplate centering guide right was reported. The event was confirmed. Method & results: -device evaluation and results: a functional inspection was conducted with the returned baseplate centering right and pilot wire (cat 5901-1119, lot sc17155t) from inventory. The pilot wire did not pass through the shaft of the guide. It became stuck upon entry of the guide hole. A consultation with a member of the mar group concluded that the returned baseplate centering guide right was found to have evidence of galling in the inner wall of the hole. -medical records received and evaluation: not performed as no medical records were received. -device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusions: the investigation concluded that during a consultation with a member of the mar group concluded that the returned baseplate centering guide right found it to have galling in the inner diameter of the hole. During a functional test, the pilot wire did not pass through the shaft of the guide. It became stuck upon entry of the guide hole.

Event description:
During reverse shoulder procedure, the pilot wire jammed in the guide and would not go through.